Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited multiple false bradycardia and pause events due to undersensing. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.

Event description:
New information received indicated that the implantable cardiac monitor was reprogrammed. There were no patient consequences.